Manufacturer narrative:
Through evaluation it was discovered that a screw and washer were missing from the assembly, which allegedly led to the monitor detaching from the arm when the user raised the monitor. It is unknown how the screw and washer came to be missing. The investigation is ongoing. There was no reported patient involvement or adverse consequence.

Event description:
It was reported that a monitor allegedly detached from the monitor arm which was attached to the equipment boom. There was no reported patient involvement or adverse consequence.